Manufacturer narrative:
Investigational summary: customer reached out and said "we have implemented some changes to our sterilization processes and have seen a dramatic decrease in the number of positives that we relayed to you". No investigation necessary.

Event description:
Discrepant results: customer reporting they have been receiving 100% positive rate with lyra direct sars.